Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. The device voltage level was above elective replacement indicator (eri) upon receipt and no anomaly was found on the header related to field concern. Analysis of device image indicated device was within normal range of operation. Further analysis performed found no anomaly; the device was able to be interrogated successfully through inductive telemetry. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.